Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing, confirming the reported customer complaint. Pump noted to be stuck upon boot up process, stuck on red screen. This is a result of the defective microprocessor board, which was then replaced. Problem source has been determined to be unknown however.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump did not finish the boot up process and was stuck on a red screen. There was no reported adverse event.